Event description:
It was reported that after an infusion set change, the user experienced rising glucose with the ilet displaying high, and subsequent supply changes were required, including one set where the needle detached when removing the cover; the user also noted rapid insulin cartridge depletion and completed a full supply change with a new site. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and continued use after troubleshooting and education. Investigation included customer support review, product replacement of disposables, and user guidance on site selection and full supply change. Investigation of this case revealed a probable infusion site or insertion issue leading to inadequate insulin delivery, with no visible leakage and no bent cannula reported, and a detached needle during handling of one set. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a suspected use-related or site-related issue contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.